Event description:
Handle locking on instrument after closure. Sales representative notified and working with the company.what was the original intended procedure?unknown.device #1is this a laboratory device or laboratory test?no.